Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was in the om with mild tortuosity, moderate calcification and eccentric with 90% stenosis. The pinhole rupture was noted when the mini vision 2.5 x 18 mm crossed the lesion and was inflated to 6 atm. Post dilatation was done with an nc mercury and the procedure was completed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon rupture below the rated burst pressure (rbp) can be caused by numerous factors including, balloon damage during manufacturing, weak materials, interactions with other devices, stent struts or anatomy, calcification, or tortuosity. The balloon was able to be initially pressurized to 6 atm, suggesting that there was no pre-existing issue with the balloon. The vessel was mildly tortuous and the lesion eccentric and moderately calcified. This may have contributed to the reported pinhole rupture. The exact cause is unknown; however, there is no indication of a quality issue.